Manufacturer narrative:
On (B)(6) 2017, the customer filed a voluntary event report (report number: mw5069558) regarding the cool line catheter with lot number: 62191. The event report was found to be associated with this MDR submission (MFR. Report number: 3010617000-2017-00343). The customer reported there was no adverse event; however, due to the reported malfunction, intervention was required.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A female patient was hospitalized post cardiac arrest and underwent treatment for hypothermia. At the start of the therapy. Upon starting the cooling, blood was noted in the startup kit (suk) and air trap alarm went off. The saline bag was observed to be empty. The cool line catheter was replaced and the therapy was reinitialized. No patient consequences were reported.

Manufacturer narrative:
A cool line catheter (lot # 61118) was returned to zoll (B)(4) for evaluation. Evaluation of the returned catheter confirmed the customer reported complaint as a coolline catheter pinhole leak at the distal end of the proximal balloon. During manufacturing all coolline catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect or the balloon may have seen higher stress during insertion. Visual inspection found no visual discrepancies or issues. All lumens flushed as intended. The returned catheter was connected to a pressurized inflation device. A pinhole leak was observed when the pressure was increased up to 10psi. The leak was noted at the distal end of the proximal balloon. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for coolline catheter lot # 61118.